Event description:
It was reported that the right atrial (ra) lead exhibited noise oversensing that caused pacing inhibition. The ra lead was capped and replaced on 23 dec 2024. The patient was stable throughout.